Event description:
It was reported that when beginning the procedure with a patient under anesthesia, the physician stepped on the footswitch and an error code 61 appeared. The physician tried shutting down the laser and powering back up, however, the error code 61 appeared again. The procedure was cancelled and rescheduled. There was no patient injury reported.